Manufacturer narrative:
A visual examination of the returned device found the array to be partially extended. The insulated cannula was without issue. Functionally, the array was not able to be fully extended or retracted. When extended, the array tines were found to be badly twisted. The condition of the returned incident device was consistent with the complaint that the device was not able to be fully extended. The account provided additional information which revealed that the device was used for several partial deployments. However, the leveen electrode directions for use (dfu) document indicates that the partial deployment setting should only be utilized when using the leveen 5.0cm electrode. Therefore, the most probable root cause is user error. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Manufacturer narrative:
Patient identifier, age/date of birth, gender, and weight are unknown. However, patient (B)(6). (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Note: this report pertains to one of two devices used during the same procedure. Follow-up information on (B)(6) 2011 revealed a second failure mode (insufficient roll-off). A new file was created to address the generator used in the procedure (see MFR report # 3005099803-2011-00440). It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and a leveen co-access electrode system were used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6) 2011. According to the complainant, each ablation treatment was performed in four steps. The treatment began with the array extended about one quarter and with each successive step the array was extended one quarter further until fully extended. After completing the initial treatment, the account was unable to verify cauterization under echo so a second round of treatment was administered at the same liver location. It is not known if the inability to confirm cauterization revealed an issue with the imaging system or the final ablation size. The electrode was then removed from the patient. However, upon removal, the electrode was tested and the array could only be extended about one third. A second leveen co-access electrode system was used to complete the ablation at the second liver tumor location with the same rf 3000 radiofrequency generator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Follow-up information on (B)(4) 2011 revealed a second failure mode (insufficient roll-off). A new file was created to address the generator used in the procedure (see MFR. Report # 3005099803-2011-00440). It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and a leveen coaccess electrode system were used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6) 2011. According to the complainant, each ablation treatment was performed in four steps. The treatment began with the array extended about one quarter and with each successive step the array was extended one quarter further until fully extended. After completing the initial treatment, the account was unable to verify cauterization under echo so a second round of treatment was administered at the same liver location. It is not known if the inability to confirm cauterization revealed an issue with the imaging system or the final ablation size. The electrode was then removed from the patient. However, upon removal, the electrode was tested and the array could only be extended about one third. A second leveen coaccess electrode system was used to complete the ablation at the second liver tumor location with the same rf 3000 radiofrequency generator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
Each of the two rounds of ablation treatment administered at the first liver tumor location ended with roll-off being achieved. After the second round of treatment, another echo scan was performed which confirmed that the ablation had been successful. However, the account reported that the ablated area appeared smaller than the size desired. Additionally, the account verified that the array was able to be fully extended while inside the patient, but noted that some difficulty was encountered while first attempting to extend the array at the beginning of the procedure.